Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), ipg implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and the right ventricular (rv) lead had a suspected fracture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.